Event description:
Pt reported a child diagnosed with "autism" and "macrocrania" post-implantation of breast implant. Pt additionally reported having sever endometriosis that required a hysterectomy. Follow up attempts were made, yet device relationship to the events has not been confirmed by a physician. No indication treatment or surgical reoperation on the breast has occurred. Device remains implanted. This medwatch represents the left side device. See MFR #2024601-2015-00024 for the left side.

Manufacturer narrative:
(B)(4). Breast implantation is an elective procedure, and the pt must be well counseled and understand the risk/benefit relationship." "Safety and effectiveness have not been established in pts with the following: autoimmune diseases..." "There have been concerns raised regarding potential damaging effects on children born of mothers with implants. A review of the published literature on this issue suggests that the info is insufficient to draw definitive conclusions." Add'l note: pt identifier "(B)(6)" relates to pt's record previously existing in easy-track database. Current database pt identifier is pr:"(B)(6)".